Manufacturer narrative:
H6: a review of the manufacturing records indicated the lot met all the pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent an endovascular treatment for acute type b aortic dissection using gore® tag® conformable thoracic stent graft with active control system (ctag ac). First, a non-gore stent graft was deployed distally and then, the ctag ac was deployed just distal to the left subclavian artery (lsa). During the deployment, the lsa was unintentionally partially covered by two-thirds. Blood flow into the lsa was delayed and pressure gradient was observed between the left and right upper limbs. No additional treatment was given for the unintentional coverage. Two additional petticoat stents were deployed from the descending aorta to around the aortic terminal. The patient tolerated the procedure. If necessary, bypass surgery would be performed at a later date. The reporting physician commented as follows: ideally, this case should have been treated with 1-debranching tevar. The ctag ac was intended to be deployed at a position that would half cover the lsa, but due to concerns about a proximal type I endoleak, it may have been placed too proximally.